Manufacturer narrative:
Pump was received with no button response due to corroded keypad traces. Pump passed stop current test. Unable to verify settings anomaly or perform the self test, error test, displacement, rewind, basic occlusion, occlusion, prime, no delivery tests or upload pump to carelink due to button keypad anomaly. No blank display anomaly noted. Moisture damage found on lcd board. Pump had cracked case at display window corner, battery tube threads, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump has a blank display due to being thrown into a swimming pool. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.